Event description:
IV pump infused ivpb, intravenous piggyback, medication too quickly. The patient was admitted to acute unit, but not due to IV infusion. Additional follow-up reveals: biomed evaluated the pump without resolve. The pump will not be returned to service.